Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015, fr995-29 valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fluid retention. It was further reported that the right ventricular (rv) lead exhibited high impedance and non-capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.